Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found the exhalation valve receptacle was broken. The fsr replaced the exhalation valve receptacle. The fsr was unable to duplicate the reported issue, but determined that the unit was due for preventative maintenance with driver replacement. The fsr replaced the driver and performed the 12k preventative maintenance. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator was reading low volumes, while in use on a patient. There was no patient harm/injury associated with this issue.